Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a physician used a 19 g x 1 1/2 in. Bd nokor¿ filter needle to prepare and prime a dose of an unspecified medication and foreign matter was noticed. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: ftir scan result was a 54% match with sucrose in kbr. That is not something we use in assembly or packaging. Conclusion: unable to determine. We don¿t use anything that would leave red. Fm during the assembly or packaging process.

Manufacturer narrative:
Correction: the incorrect awareness date was reported as 8/7/2017 in the initial MDR. The correct awareness date was 7/13/2017. Device evaluation: DHR review: nine visual inspections were performed on 540 parts with zero defects noted. Cleaning was performed twice during the packaging of this batch. Assembly batch 5240596 had 115 visual inspections performed on 5,750 parts with zero defects noted. Cleaning was performed 15 times during the production of this batch. Assembly batch 5119836 had 143 visual inspections performed on 7,150 parts with zero defects noted. Cleaning was performed 20 times during the production of this batch. All cleaning was performed per the requirements of (B)(4). Investigation results: one sample was returned. There appears to be a piece of red fm on the filter that bled into the filter when used. Possible root cause: unable to determine. We don¿t use anything that would leave red fm during the assembly or packaging process. If corrective/preventative action not required, provide rationale: this appears to be an isolated incident. No CAPA will be initiated at this time.